Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, e1, g3, g6, h2, h4, and h11. G3: aware date on initial report was listed as (B)(6) 2026, however new information on (B)(6) 2026 indicated that the aware date was (B)(6) 2026. D4: lot number, UDI, and expiration date were updated. H4: manufacture date of device was updated. E1: hospital and physician name added from email on (B)(6) 2026. Phone number, (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review the complaint for difficult/unable to cross septum was confirmed based on empirical evidence of this known event type. Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. Variation in patient septal anatomy can contribute to challenges in obtaining a desirable transseptal puncture location. A thickened septum may also exacerbate the interaction between the device and the septum when initially crossing the transseptal puncture, re-accessing the puncture, and may also result in the need for additional interaction with the septum (e.g., balloon septostomy) in instances where access cannot be readily regained. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
Telephone number, as well as contact information for provider and facility was not provided at this time. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where on pod6 the patient was brought back to the lab to perform an atrial septal defect (asd) closure.